Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results with their onetouch verio iq meter. The reporter obtained a blood glucose reading of "138mg/dl" on the subject meter, but no further meter readings were provided. This complaint is being reported because it is not known if the results meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.